Event description:
On 5/7/24 a beta bionics clinical support specialist (clss) reported an ilet user experienced a low blood glucose (bg) event. The event occurred on 5/1/24. The clss spoke with the user and the user's wife about the event. The clss discovered that the user had not made any meal announcements since their training on 4/30/24. The clss discussed why low bgs were happening in response to no meal announcements and how to announce correctly. The clss also recommended spacing meal announcements out by 4 hours for a few days for better ilet adaption. The user's wife verbalized understanding. On 5/7/24 a beta bionics customer care agent followed-up with the user's wife about the event. The wife reported the user's bg dropped to 40 mg/dl for approximately 1-2 hours. The user lost consciousness and ems was called. The user was treated in their home with an IV and not taken to the hospital. What type of IV treatment was not reported. This is the first of two low bg events reported for this user. This medwatch report details the high bg event on 5/1/24. A medwatch report detailing the second low bg event on 5/2/24 is submitted on MFR report #: 3019004087-2024-00178.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-01 was reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-05-01 at 5:04am and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-04-30. A dexcom g7 sensor session was started on (B)(6) 2024. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 11:06am. No meal bolus requests were logged. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. A cgm signal loss alert was triggered on (B)(6) 2024 at 12:02am which resulted in the ilet entering bg-run mode for a period during the reported event. On the evening of (B)(6) 2024 there is a period of hyperglycemia that lasts approximately 4 hours with a peak glucose of 333 mg/dl. The ilet appropriately doses insulin in response to the cgm glucose. The cgm is back in range by 10:08pm and continues to trend downward. Insulin dosing is suspended when the glucose is 135 mg/dl and dropping, and approximately an hour later reaches 69 mg/dl by 11:23pm. The cgm is less than 54 mg/dl for a total of 30 minutes before the cgm loses signal at 11:58pm. The cgm does not come back online until 2:08am and the glucose is 39 mg/dl and then back up to 76 mg/dl by 2:13am. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report, and device logs, it was determined that the ilet operated as intended. The initial cause of hypoglycemia was due to failing to announce a meal for carbohydrates consumed, leading to a prolonged period of hyperglycemia requiring correction insulin and putting the user at a higher risk for hypoglycemia. Another contributing factor was the failure to promptly respond to low glucose alerts, as none of the alerts prior to the signal loss were acknowledged. The ilet user also has end-stage renal disease which may have also contributed to the severity of the event. The ilet is not intended to be used in patients with end-stage renal disease.